Event description:
Facility reported that arterial pressure monitoring line separated from main blood line during dialysis. Location was post pump causing loss of blood, unable to estimate amount. Extracorporeal system was discarded due to air in system. Ebl due to discard was 300 ml. Reported no significant drop in hematocrit, results not given. Treatment restarted without incident or reported adverse effects. Actual sample available

Manufacturer narrative:
10/7/97 follow-up with sample evaluation: visual inspection of the actual sample revealed the monitor line was completely fractured at a distance of 1/4 inch from the tee connector bond. The fracture surface was viewed under a microscope and was rough in appearance. Special testing: ten assemblies of monitor line to tee connector underwent tensile and elongation testing according to procedure; all of the assemblies did fail at the monitor line to tee conector bond, not at the 1/4 inch location of the complaint sample. After sample evaluation, a separation monitor line was confirmed. However, there was no evidence that the monitor line failure could have been caused during the mfg and assembly processes. This was concluded on the basis of tensile and elongation testing that did cause monitor line separation, but not at the confirmed location seen on the actual complaint sample. Complaint closed. Co will continue to monitor.